Event description:
Device was applied in 2002. While in extended care facility it was noted the rod had a "split." Pt presented at md's office 13 days after surgery with a loss of reduction. A second surgery was done to realign the fracture and change the rod and add other components the next day.